Manufacturer narrative:
Additional information has been requested to the sales representative. If further information is provided, a supplemental report will be issued.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator has recorded ventricular fibrillation episodes due to noise oversensing, which appears to be related to either electromagnetic interference (emi) or myopotential noise. This oversensing issue has inhibit right ventricular (rv) pacing for more than 2 seconds on some of the recorded episodes. Technical services recommended to recreate the noise with isometrics to confirm/discard potential issues with the integrity of the crt-d system, ask the patient if he has been around sources of emi, and discussed some re-programming options that might help mitigate this issue. This rv lead remains in service and no additional adverse patient effects were reported.